Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.1 was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 failed due to faulty board and was not detected on bus. A field service engineer (fse) had observed that the light emitting diode (led) on half-height drawer 4.1 was not illuminated. Inspection revealed that the data cable was unplugged from the pyxis bus controller module (pcm) board due to a broken connector. The fse performed a replacement of the pcm with a new unit. Additionally, the fse tightened all screws associated with the hard stops and latch catches across all half-height drawers. Service was successfully restored, and hardware test application (hta) tests were performed to verify functionality of the device and associated storage space. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.1 was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.